Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and there was no nonconformance found related to this event.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review will be reported once completed. The investigation reveals nothing to indicate a device quality deficiency that may have contributed to this event. The surgeon indicates that the explant was not due to a device malfunction. The cause and date of patient's death have not been provided.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that the device was explanted at implant in order to access and repair an aortomitral curtain disruption. The explanted valve was replaced with another edwards' bioprosthesis. Operative report indicates, "we noted the bleeding from the superior dome of the left atrium posterior to the right aortic sinus of valsalva. This was corresponding to the area of the superior dome repair of the left atrium. In order to examine this area more carefully aortic cross-clamp was reapplied and additional sutures were placed in this area with no significant improvement....we noted that the entire retroaortic segment of the atrial septum had been disrupted to the level of the aortic sinuses with no possibility to repair this disruption without explantation of the previous bioprosthesis. The mitral bioprosthesis was then explanted and excised again to examine the area of the aortomitral curtain disruption." The surgeon indicated that the reason for explanting is not due to a device malfunction. Through follow-up with surgeon's office, it was learned that the patient expired; information regarding the patient's cause and date of death were not provided.